Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid (5.0 mg/ml at 4.0138 mg/day), bupivacaine (30.0 mg/ml at 24.083 mg/day), and clonidine (350.0 mcg/ml at 280.97 mcg/day) via an implanted pump for chronic low back pain and spinal pain. It was reported that during the last 2-3 refills, when pulling the drug out of the pump, the drug was red tinted. It was thought that the red tinge in the aspirated medication could be from the insertion and subsequent probing of the reservoir needle in an attempt to find the pump reservoir. On (B)(6) 2016 the healthcare provider aspirated the drug from the patient's pump under fluoroscopic guidance. The expected amount of drug was aspirated, then 10 ml of contrast was injected and the pump was viewed under both anteroposterior and lateral views. No contrast was detected outside of the pump reservoir. The contrast was aspirated from the reservoir and the reservoir was rinsed with 10 ml of preservative free saline. The saline was then aspirated and the pump refill was completed with the prescribed medication. The healthcare provider believes the issues/concerns were not a result of the pump. The patient's medical history included alcohol use, a tetanus adult vaccine on (B)(6) 1970, pap smear on (B)(6) 1972, a mammogram on (B)(6) 1991, a colonoscopy on (B)(6) 2001, a dxa scan on (B)(6) 2011, a zoster vaccine on (B)(6) 2011, and an influenza vaccine on (B)(6) 2015. Allergies included adhesive tape-silicones, ciprocinonide, keflex (cephalexin), natural rubber latex, lyrica (pregabalin), and morphine. The patient was never a smoker. The patient's concomitant medications included ascorbic acid (vitamin c) 100 mg tablet, aspirin ec 81 mg ec tablet, b complex-vitamin c-folic acid (folbee plus) 5 mg tablet, calcium carbonate (os-cal) 600 mg (1,500 mg) tablet, cholecalciferol (vitamin d) 1,000 unit capsule, denosumab (prolia) 60 mg/ml subcutaneous injection, esomeprazole (nexium) 40 mg packet, fluticasone (flonase) 50 mcg/actuation nasal spray, hydrpmorphone (dilaudid) 4 mg tablet, letrozole (femara) 2.5 mg tablet, multivitamin oral, promethazine (phenergan) 50 mg/ml topical gel, psyllium (metamucil) 3.4 gram packet, venlafaxine (effexor) 75 mg tablet, and venlafaxine (effexor-xr) 150 mg 24 hour capsule. If additional information is received, a follow-up report will be submitted.